Event description:
Procedure performed: unk. Event description: medwatch #15410301. "When activating the voyant 5mm fusion device, an error occurred stating to "clean jaws, grasp thicker tissue, check the metal clips, and remove excess fluids. Unplugged and restarted the device but received the same error. Opened a harmonic scalpel in order to complete case." Product is not available for return. Type of intervention: "opened a harmonic scalpel in order to complete case." Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #15410301.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: unk. Event description: medwatch # (B)(4). "When activating the voyant 5mm fusion device, an error occurred stating to "clean jaws, grasp thicker tissue, check the metal clips, and remove excess fluids. Unplugged and restarted the device but received the same error. Opened a harmonic scalpel in order to complete case." Product is not available for return. Type of intervention: "opened a harmonic scalpel in order to complete case." Patient status: no patient injury was reported as a result of the event.